Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to expose. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the system logs by fse indicated that the frontal image processing pc(ippc) hard drives were defective. Fse installed new hard drives on the frontal ippc and restored the software. During further analysis, fse identified that even the lateral ippc was defective. Fse replaced the lateral ippc to resolve the issue. The defective ippc was returned for analysis and part analysis indicated that the hard disk drive (hdd) bay of ippc was defective. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been implemented on the system and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.